Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Interrogation revealed two instances of low, out of range low voltage atrial lead impedance. Programming changes were made. The patient will continue to be monitored as normal.